Manufacturer narrative:
This device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow-up in clinic, the device had reached elective replacement indicator (eri) sooner than expected. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and the device image was received. The device had not yet reached elective replacement indicator (eri) or end of life (eol). The battery voltage trends were analyzed and no anomalies were noted. A longevity calculation was performed using fuel gauge trending data and high voltage charging history. The calculation showed that the battery depletion was normal based on device usage. The reported event of premature battery depletion could not be confirmed.